Event description:
Patient reported a right side capsular contracture baker grade unknown, "ripples", "pain", "fluid ", "sensitivity, itching and numbness." The event of "3 nodules" is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "ripples", "pain", "fluid ", "sensitivity, itching and numbness." The event of "3 lump/nodules" is not device related.